Manufacturer narrative:
The device was received fully deployed. The cannula assembly and needle mechanism were inspected and no damages or abnormalities were observed that could result in the cannula inserting improperly. Although no damages were observed, the exact cause of the reported improper insertion could not be conclusively determined.

Event description:
It was reported that the patient's glucose reached 19 mmol/l (342 mg/dl) while wearing the pod between 4 and 24 hours on the arm. The patient was unsure if the cannula was properly inserted into the skin. Hyperglycemia treated by patient activating new pod and bolus.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.